Event description:
During an open-heart procedure, there was a suspected equipment issue with the heater/cooler perfusion machine. The machine did not cool the blood as it was supposed to, due to a suspected issue with water flow through the machine. Therefore, the blood was at a higher temperature during the procedure than what it should have been. During the procedure the perfusionist noted that the blood being delivered to the field was at 12 degrees celsius. The 3t heater/cooler was swapped out for another. The machine then appeared to be functioning appropriately. FDA safety report ID# (B)(4).